Event description:
Manufacturer was informed of the event through device tracking department. Based on the information on patient registration form, on (B)(6) 2021, pvs27 was explanted intra-operatively. Reportedly, patient is now deceased. No further information has been received from the site about any device malfunction nor patient injury.